Event description:
It was reported that the system displayed a pre-charge error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.